Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 140 mg/dl. During troubleshooting, it was found that customer was exposed to a week prior to receiving alarm. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test or verify motor error, due to alarms. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.